Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during a cysto sling placement procedure. According to the complainant, during preparation, the association loop broke on one side prior to use. The procedure was completed with another obtryx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Follow up with the complainant, to determine if the association loop completely detached from the mesh, has been unsuccessful.

Manufacturer narrative:
Visual evaluation of the returned device revealed that one association loop had split but not detached from the dilator.

Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during a cysto sling placement procedure. According to the complainant, during preparation, the association loop broke on one side prior to use. The procedure was completed with another obtryx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Follow up with the complainant, to determine if the association loop completely detached from the mesh, has been unsuccessful.